Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 800 mg/dl. The customer did not provide the time and date of the hospitalization. The customer stated that the insulin pump was in suspend mode and wanted to make sure their insulin pump was working correctly. The customer was assisted with reviewing the insulin pump function and made sure the device properly delivered insulin. The customer was stated that they will call back to provide more details about the hospitalization. The insulin pump will not be returned for analysis.